Manufacturer narrative:
(B)(4).

Event description:
We've received information yesterday from our hospital in (B)(6) that pi guidewire starter broke during the procedure.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
We've received information yesterday from our hospital in (B)(6) that pi guidewire starter broke during the procedure.